Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection revealed that there was a cut on the tube. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in a solution administration set, which led to a leak. This occurred during priming. There was no patient involvement. No additional information is available.